Event description:
A meter to lab comparison test was made with the reporter's meter reading 66 mg/dl and the lab (venous) test result 161 mg/dl. Tests were done fasting, less than one hour apart. Reporter did not state any symptoms.